Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The home choice (hc) device was received for evaluation at the product analysis lab (pal). The reported difficulty dwell times did not match was confirmed in the device logs; was not duplicated during pal evaluation. The cause was determined to be insufficient drain due to use error; the home patient bypassed the initial drain phase, adding time to the dwell cycle from the original calculated dwell time recorded by the registered nurse. The reported issue of badly refurbished would not be confirmed in the device logs; was not duplicated during pal evaluation. A cause was undetermined, the device was found to be functioning properly and the condition of the device meet specifications. The pal evaluated the device and determined the device meets specifications. A service history review revealed that no issues were identified that may have contributed to the reported problem of dwell time recorded by device was not the same as dwell time recorded by nurse. The hc device to be forwarded to service.

Event description:
The customer contacted baxter's technical service center to report dwell time on the hc did not match the dwell time recorded by the registered nurse (rn) on a home choice (hc) machine during use during dwell. The rn insisted on a swap because the hc was in badly refurbished condition. The rn stated that the dwell times did not match her hc. The baxter technical service representative (tsr) initiated a swap of the machine. There was a patient involved and was no patient injury or medical intervention indicated at the time of the initial report.